Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported they were having a hard time getting a connection to their implant and the issue began about a week ago. Patient stated they were at 70% and they were trying to get up to the top. Patient noted they saw a contact medtronic message but did not recall any other details about the message. During the call there were no damages on the recharger. Patient reset the controller and plugged the recharger. Patient got 0/72/73 on passive recharge. Agent would call patient back to check on passive recharge status. When agent asked patient if they had any recent falls, accidents, or changes in weight, patient mentioned they slipped in the garage but not on their knee. Patient fell a week or 10 days ago. Agent called patient back and went through passive recharge again and got 75/76/75. Agent redirected patient to their hcp to address the issue. No symptoms were reported.